Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. The capstone was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned instrument has impact marks at the back end causing fit issues with the mating part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the capstone trial would not fit with the associated instrument tracker. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.